Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a knife blade was dull during cataract surgery. The procedure was able to be completed while using the same knife. There was no impact to the patient. Additional information is confirmed to be unavailable.